Event description:
Device 2 of 2. Reference MFR report: #1627487-2014-12138. It was reported the patient experienced a painful burning sensation at the ipg site when the simulation is on. It was also reported that three months after the implant, the scs system no longer provided pain relief. The scs system was explanted. The devices will not be returned to sjm.

Manufacturer narrative:
Device remains implanted.

Event description:
Device 2 of 4. Reference MFR report: 1627487-2014-12138, reference MFR report: 1627487-2016-00308, reference MFR report: 1627487-2016-00309.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.